Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the white cap does not stay in place during anesthesia (when it is moved to it's place to wait). Either the hole is too large or the small part in white cap is too small". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, ten representative samples were taken from c urrent production at the manufacturing facility. A visual exam was performed and no defects were observed. The manufacturing site reports that one of the criteria for incoming raw material inspection is to test the parking port; thus any defects would be detected prior to release from the manufacturing facility. Although there were no issues found with the production samples, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "the white cap does not stay in place during anesthesia (when it is moved to it's place to wait). Either the hole is too large or the small part in white cap is too small". No patient injury or harm reported. Patient condition reported as "fine".